Event description:
Healthcare professional (hcp) reports a fiber leak noted by blood in the dialysate compartment during the onset of the pt treatment. New disposables used to continue the treatment without incident. The dialyzer was reused 17 times prior to the reported event. Hcp reports no pt injury or need for medical intervention.